Event description:
It was reported that the user experienced intermittent dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet while the dexcom app continued to display readings. No adverse clinical symptoms were reported. Outcomes included temporary interruption of automated dosing with subsequent restoration after reconnection steps. User support included remote troubleshooting and education, which involved toggling the ilet cgm setting between g6 and g7, re-entering the g7 pairing code, and advising that reconnection may take up to 30 minutes. Investigation of this case revealed a cgm-to-ilet communication disruption consistent with signal loss, without evidence of a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was environmental or connectivity-related interference leading to transient cgm signal loss to the ilet.